Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade IV.

Event description:
Healthcare professional reported "left side implant capsulized". Healthcare professional later clarified as capsular contracture, baker grade IV. Device has been explanted and replaced.